Event description:
Patient placed into bed side commode, positioned leg in anticipation of painful spasm, and nursing assistant tried to accommodate by repositioning, components of the pvc material dislodged, causing collapse of chair.

Manufacturer narrative:
An event occurred causing the repositioning of the resident. During this repositioning the arm of the chair broke. The chair is not available do to being fixed on the field.